Event description:
While evaluating a returned battery pca, it was identified by an authorized technician that pins 7 and 8 on the j1 connector were permanently compressed. There was no patient involvement.